Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was not receiving adequate therapy, due to high impedances found. As a result, the patient may undergo surgical intervention at a later date.

Event description:
Additional information was received that surgery occurred in which the lead was explanted and replaced, which resolved the issue.

Manufacturer narrative:
The reported event for high impedances was confirmed. As received, the lead was cut but complete (the complete 60cm was returned). Microscopic inspection of the lead revealed all wires were broken at two locations; 21.25cm and 23.5cm distal to the stimulation end. The broken wires are consistent with an overstress condition the lead was subjected to while in vivo.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.